Event description:
It was reported that the customer was hospitalized with a blood glucose of 800 mg/dl. It was stated that the customer was nauseous when admitted. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. The insulin pump passed the prime test, but failed the high pressure test twice. The caller also reported a crack on the casing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.